Event description:
Hcp called stating erratic readings on a pt. On 11/28/2006, b/g=46 mg/dl and 280 mg/dl on b2b tests on same meter; customer's next reading from same meter was 46 mg/dl compared to the reading from the professional's meter which was 110 mg/dl. Due to the discrepancy, a stat lab test was ordered and was collected about 10-20 mins after the last reading. The lab results were 104 mg/dl. The pt is not a diabetic and was admitted to the hospital due to abdominal pain; also has a history of asthma and hypertension. No adverse events occurred due to the discrepancy. No treatment was required. Controls are run daily and are within range. A request was made for the return of the device and a replacement was sent.